Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/10/1998-supplemental report #1 sent to FDA. Device not received for evaluation.